Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported issues were verified as a ¿system error 322¿ during the event history log review. The ¿system error 322¿ was not reproduced as the pump ran successfully with a loaded set. There were no issues observed with the keypad during evaluation. Flow accuracy testing was performed, and the device under infused. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The under infusion condition was verified. The cause was determined to be the out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. No pump correction is required for the ¿system error 322¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump sounded an alarm but showed no visual alert screen was "frozen" drips appeared to be falling in the drip chamber. The device displayed the rate of 84 ml/hr and under infused during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.